Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the early morning, the patient was throwing up. When he checked the tandem t:slim x2 the egv was high then low sometime later. Changes on screen were every 30 to 40 minutes. He did not check his manual bg and just went to sleep. No self treatment done. The patient also went to his eye doctor for a scheduled appointment. His doctor said he looked confused and incoherent so he was advised to go the emergency room (ER). The doctor did not check his manual bg and did not check his tandem t:slim x2. His son drove him to the ER and arrived around 10:15 am. He said that before he went to the ER, he received a big x error in his pump. When he was checked at the ER, his manual bg was 1300 mg/dl while his tandem t:slim x2 egv was 40 mg/dl. They removed his wearable at the hospital. The patient was put to the ICU and they administered insulin drip, saline IV. The patient was put on the normal ward on (B)(6) 2025 around 2:30 am and before he was discharged, the bg was reading 300 mg/dl then 400 mg/dl so they gave insulin shot via syringe but cant 'remember the dosage. The patient insisted he was feeling better and that he will monitor his sugar at home. At the time of the call, tandem t:slim x2 egv high while manual bg was 460 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.